Event description:
New information reported stated that the patient was seen on (B)(6) 2015 for a scheduled follow-up. Upon interrogation, normal device function was noted. The physician elected to continue to monitor the patient remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited an error message. The device was reprogrammed successfully and normal device function resumed.